Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a draining slowly message that occurred in drain 1 of 4 during their pd therapy. Upon review of the available information, it was determined that the patient experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. The patient was connected during the incident. The patient was not empty, and the blue pin closest to the patient was not pushed in. The patient line (pl) was not kinked. No air bubbles were discovered. Additionally, there was no indication of fibrin being present. The patient sated they were not constipated. The pl clamp was open, and the tubing was not hanging behind the cart handle. While troubleshooting with ts, a drain complication (dc) alarm appeared. A review of the patient¿s treatment records identified that the patient filled with 2015 ml during fill 1, and then drained 2 ml during drain 1. The cycler advanced to cycle 2 where the patient filled with an additional 2015 ml, and then drained 2 ml. The net ultrafiltration (uf) including drain 0 was -4024 ml. The volume of fluid left in the patient plus the next fill was greater than 150% of the highest fill volume of 2015 ml. Upon follow-up with the patient, it was reiterated that they were experiencing drain complications during pd therapy. The patient's treatment was not completed on the cycler on the day of the reported event. However, the patient was able to complete their treatment using manual supplies. It was confirmed the patient was trained to perform manual pd therapy without the cycler. The patient said they experienced abdominal pain due to the draining issues, and they presented to the hospital on an unknown date. The patient said their pd catheter was blocked with fibrin. At the hospital, the patient had their catheter cleared. Since then, the patient has not experienced any further draining problems. The patient continued using the cycler; however, the device was later replaced after an unrelated alarm had occurred. The patient said the new cycler was working well and the patient was continuing to perform continuous cyclic pd therapy on the device at home.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.